Event description:
It was reported that day post implant of a competitor atrial lead, cross-talk was observed. Upon interrogation, multiple non-sustained rv oversensing episodes were noted. X-rays revealed the new lead was positioned low in the atrial chamber. Programming changes were made. Patient will be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.